Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5551-g-350, lot # 922p, description: triathlon asymmetric x3 patella; cat # 6191-1-001, lot # raq011, description: simplex p full dose 1 pack; cat # 6188-1-001, lot # rdq099, description: simplex p ro half dose 1 pack; cat # 5510-f-601, lot # sman, description: triathlon-cr femoral componentcemented #6 left; cat # 5520-b-700, lot # slykf, description: triathlon-prim tib baseplate cemented #7. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
.